Event description:
It was reported that following a new pump and catheter implant the pt experienced symptoms of overdose including lethargy, slurred speech and general weakness. The type of medication, concentration, and daily dose being administered via the pump were not reported.